Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for not passing was isolated to an intermittent pulse wire connection in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent connection could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.